Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored noise signal artifact episodes and oversensing, leading to inappropriate atrial tachycardia response (atr) episodes. Which was suspected to be caused by electromagnetic interference (emi). No reprogramming options were recommended. At this time, the product remains in service, and no adverse events were reported.